Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot number 01g1300132 investigations did not show issues related to the complaint. The device has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the clip would not open all the way to go around the duct. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). One (1) applier of catalog number 543965 auto endo5 ml was received used, opened without original package, lot # 01g13000132 was confirmed with sample. During visual inspection the knob component is slightly-disassembled (out of place), no stuck clip in jaws. Failure mode clip would not open enough was not confirmed with sample received during visual inspection. However it's unknown why the knob component is out of place. Functional inspection: despite the sample condition; applier was activated and one clip was loaded (clip opened properly), closed & released. Device was fired several times and a total of 12 clips were loaded, closed & released properly; all clips opened. Samples received did not confirm the defect reported by the customer clip would not open enough. Despite the sample condition a functional inspection was performed with the remaining clips received, the device worked properly; no quality issues were found during activation. Therefore, corrective actions is not required at this time. In addition, all products are 100% tested by manufacturing and this defect would have been detected during the functional testing (2 clips per applier).

Event description:
Alleged event: the clip would not open all the way to go around the duct. The patient's condition was reported as fine.